Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disk 2 had failed. The fse found that the ippc (image processing pc) reported an image storage failure. The hard disk was already replaced before, so, the fse suspected that the ippc was defective. The fse replaced the ippc and downloaded the system to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device was unable to perform exposure. No harm has been reported to philips. Philips has started an investigation of this complaint.